Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling of gastric on a laparoscopic gastric sleeve, during the first shot, a sound was heard as if something broke inside but was able to staple the tissue. When the second reload was used, the device was assembled correctly, the tissue to be stapled was properly held and the surgeon was able to press the green button and squeeze the handle, but the stapler did not fire and it was loose without resistance. A new handle was used to complete the case. There was no patient injury.